Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the controller intermittently turned off. It worked for 2-3 minutes then the lights blinked and shut off. The controller was restarted but shut down again after a couple of minutes. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyglass ds controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had cosmetic paint damage, the front panel was cracked and the video outputs were damaged. A functional assessment was performed and no issues were found. The front panel, keypad, top cover, cover gasket, video output connectors and rear bumper were replaced. The light engine was disassembled. The block assembly was replaced and the catheter interface pins was cleaned. Calibration and electrical safety test were performed and passed all tests. The reported event was not confirmed. Upon analysis, the reported failure could not be duplicated. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the controller intermittently turned off. It worked for 2-3 minutes then the lights blinked and shut off. The controller was restarted but shut down again after a couple of minutes. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.